Manufacturer narrative:
Per t:slim g4 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the pump and transmitter were being worn on opposite sides of the body and were not within line of sight. The customer was not using the continuous glucose monitor (cgm) feature at the time of speaking with tandem technical support.